Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The data showed that the pod delivered 30 pulses before deactivation at the end of second prime. The rotational sensor data showed that rotational sensor abnormalities occurred during priming, which resulted in first prime ending earlier than expected. The ratchet gear did not rotate enough pulses before deactivation to align the firing flat with the release bar and allow the needle mechanism to deploy. The rotational sensor abnormalities were replicated during pod rerun. Inspection of the drive mechanism components found the commutator cap to be contaminated. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor abnormalities and reported needle failing to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Smartphone operating system: 18.5. Smartphone hardware: iphone16.2. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.